Event description:
Clinician reports that he used membragel together with puros allograft in an augmentation procedure. There was a severe inflammatory response. The tissue looked terrible until the removal of the membrane. The clinician reports that the infected membrane was removed on (B)(6) 2011.

Manufacturer narrative:
Membragel, catalog #070.101 package insert instructions for use state "treatment outcome is dependent on operative technique and pt response. As with any surgical procedure, infection is a risk. Use sterile intra-operative technique. Do not use at infected sites". Membragel, catalog #070.101 package insert instructions for use state "the following complications are common with the surgical intervention with barrier membranes and therefore may not be totally excluded: soft tissue dehiscence, hematoma, pain, inflammation, increased sensitivity and redness." The manufacturer carried out a review of the batch record documentation and confirms that the product was released according to specification.